Event description:
The customer discovered questionable hemoglobin a1c results after an issue with qc and some patient result were questioned. On (B)(6) 2015, the customer noted the result for qc level 1 was low and ran a patient comparison with acceptable results. The customer checked the analyzer and the field service representative replaced the sample probe as it was clogged. Qc was then acceptable. On (B)(6) 2015, a physician requested two patients be retested with new sample draws as he thought the reported result on (B)(6) 2015 had been too high. On (B)(6) 2015, the laboratory repeated testing of the original sample tube for these two patients. The results were the same as the result obtained from the new sample drawn on (B)(6) 2015. The laboratory then checked all patients tested on (B)(6) 2015 whose result was more than (B)(6) from the previous result for the patient. A total of (B)(6) patient samples were repeated and the results for (B)(6) patient samples were questioned. Of the data provided, only the results for (B)(6) were discrepant. Refer to the attachment to the medwatch for all patient data. All of the results were reported outside the laboratory. Information concerning if the patient were adversely affected was requested, but it was not provided. The reagent lot number was 699893. The expiration date was provided as "(B)(6)2015".

Manufacturer narrative:
The investigation determined most likely poor sample material quality caused contamination or partial clotting of the sample probe. Replacement of the sample probe and a check of the wash station resolved the problem. Based on the number of the provided results compared to the total number of measured samples, a technical hardware or software problem could be excluded. It was noted on the day of the event, multiple alarms indicating a clot were generated by the sample transfer probe.

Manufacturer narrative:
This event occurred in tha.